Event description:
It was reported that the implantable neurostimulator (ins) was acting up and going off a little too high then back to normal. The patient programmer (pp) had displayed the call your doctor icon and the patient reports an out of regulation (oor) condition. The patient met with the manufacturer representative (rep) for interrogation of the device. Upon interrogation, electrodes 8-11 and 13-15 were out of range. The device was programmed using electrodes 8 and 9; the rep believed that was why the patient had intermittent and shocking stimulation. The rep was able to program the in range electrodes to achieve coverage. The patient declined having fallen, twisted or done anything else traumatic to cause the sudden change of impedance. The rep believed that the only likely reason for the event was that the patient mowed their lawn on very bumpy terrain and they had to brace their self to stay on the riding lawn mower. The electrodes affected were all on one channel of the device and the rep wondered if it had somehow jiggled out of alignment in the channel causing the outage. The device was five years old and the patient did not prefer to have a surgery for this matter; they accepted the new programming and planned to visit their pain doctor to discuss this when their battery was due for replacement. Information later obtained from the patient noted that they received assistance from the rep and their concerns were resolved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Correction: new information suggest it was not a serious injury, hence the correct aware date for the previous supplemental report should have been 2018-dec-13 as opposed to 2018-nov-14. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report will be submitted when analysis results for the returned lead are available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that conductors 8-15 were broken; 10.2 cm from the distal end of the lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the patient thought that they weren¿t getting the amount of power that they needed in the last couple of weeks prior to the report. There were no reports of falls, trauma, or emi interference. The patient tried to adjust the settings but the therapy issue did not resolve. In the end, an appointment was scheduled for (B)(6) 2018 with the patient¿s healthcare professional (hcp). There were no reports of device issues or allegations. There were no further complications reported or anticipated. Additional information was reported that the patient had lost therapy. An impedance check was done on (B)(6) 2018 which showed the 8-15 contacts at 40,000 ohms. A second impedance check was on the day of surgery after the ins was disconnected using a wens, and the impedances were again oor for the 8-15 contacts. The patient had a full system replacement. The issue was reported to be resolved. No further information was reported. Additional information was reported that the patient was evaluated on (B)(6) 2018 by their doctor, and it was decided to go forward with the revision. No further information was reported. Additional information was reported that there is a dark portion of the lead that looks like it may have malfunctioned most likely due cause of the impedances issues. The lead will be returned for analysis. No further information was reported.